Manufacturer narrative:
Additional information: according to the information received fro the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient had colds and fever for 10 days, took antibiotic medication and cortisone for a week, and after recovering a week, he suddenly lost his hearing benefit with the device. The recipient has been re-implanted.

Event description:
The recipient had colds _ fever for 10 days, took antibiotic medication and cortisone for a week, and after recovering a week, he suddenly lost his hearing benefit with the device. Further technical checks are scheduled in 2 weeks.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device's circuitry to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason why the crack occurred cannot be determined, however a review of the DHR has been performed and no abnormality was revealed, thus the device was released according to specifications. This is a final report.

Event description:
The recipient had colds and fever for 10 days, took antibiotic medication and cortisone for a week, and after recovering a week, he suddenly lost his hearing benefit with the device. The recipient has been re-implanted.